Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer'smother via phone call that the insulin pump had power error 25 occur four to five times. Their healthcare professional told them to call us and ask for a new pump. The insulin pump is returning.

Manufacturer narrative:
Unit was not received in manufacturing mode. The power management graph was in specification, however multiple pump error (power error detected) alarms were present in the format history file due to an intermittent non-sleep anomaly software error. Unit passed displacement test, sleep current measurement and active current measurement. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube.